Manufacturer narrative:
H6: c19 - a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Engineering evaluation: evaluation of the returned device indicates that the endoprosthesis was fully deployed. The distal shaft was detached from the transition. The transition is bonded to the dual lumen, and the braid pattern of the distal shaft is visible. The reported failure mode of separated distal shaft from transition is consistent with the findings during engineering evaluation. The reported displacement of the endoprosthesis could not be confirmed as the endoprosthesis was returned fully deployed. There is evidence the device was manufactured through the bonding process as the braid pattern of the distal shaft is visible within the dual lumen at the bonding site, and the transition is bonded to the dual lumen. Although resistance was reported while advancing the device, the amount of force required is unknown; therefore, the root cause of the reported failure mode could not be established with the available information. Imaging review: the imaging evaluation performed by a clinical imaging specialist showed the following: a sheath is visible near vessels in the aorta and a guidewire in a vessel. Cannot confirm catheter was broken with imaging provided. The failure mode, related to a broken catheter, was confirmed during evaluation of the returned device. The device was returned with the distal shaft separated from the dual lumen catheter at the transition. Device evaluation demonstrated findings consistent with execution of a transition to distal shaft bond during device manufacture, including a braid pattern from the distal shaft visible in the transition from the bonding process. No anomalies in the manufacturing of the device were identified, and this investigation could not independently confirm how the device was handled in the field or any manipulation that may have compromised the integrity of the bonding site. Therefore, the root cause of the distal shaft detachment at the transition bond could not be established with the available information.

Event description:
It was reported to gore that on (B)(6) 2025, a patient was to be implanted with 7mm x 10cm gore® viabahn endoprosthesis with heparin bioactive surface (viabahn device) to treat type I endoleak as a chimney of mesenteric artery. After aortic stent was implanted. The viabahn device was advanced via v18 guidewire through sheath to target lesion. During advancement, obverse resistance was felt. As the stent displaced on the catheter, it was removed out of patient. After removal, it was found the catheter was broken in the sheath. There was no remaining in the patient. Another 6mm x 5cm viabahn device was utilized to complete the procedure. The patient tolerated the procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.